Event description:
The customer stated that she was treated by the paramedics due to low blood glucose levels. The customer was not wearing the sensor and didn't realize that her blood glucose levels had gone so low. The customer stated that she went into convulsions. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.